Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 511 mg/dl at the time of the incident. The customer noticed that the first infusion set was bent. They did change it already but nothing was happening as their blood glucose was still going high. The customer had nausea, vomiting, abdominal pain, and difficulty breathing. The customer reports they feel okay for troubleshooting. The customer was been using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer reports they do not have a back-up plan available. The insulin pump will not be returned for analysis.